Event description:
It was reported there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). The battery was at 41% on september 15th and 16% on september 29th. Device data shows power consumption is increasing in a gradual fashion. Technical services (ts) recommended device replacement. Currently the device remains in service. There were no adverse patient effects reported.